Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to the procedure itself, patient factors (moderate annular calcification, severe native leaflet calcification, severe aortic root calcification, pre-existing mitral prosthesis) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 26mm sapien 3 (s3) valve was deployed too ventricular, resulting in moderate to severe paravalvular leak (pvl). A second s3 valve was deployed. During the deployment of the initial s3 valve, the valve failed to fully expand. Echocardiogram revealed that there was pvl in the area of a strut on a pre-existing mitral prosthesis. An aortic root angiogram indicated the s3 valve placement appeared extremely low, 30:70 aortic/ventricular (a/v), with moderate to severe regurgitation. It was also noted that at this time, the patient's blood pressure was 80/30 mmhg and anesthesia was having difficulty getting it higher. A second s3 valve was positioned and deployed 70:30 a/v using very slow inflation. No residual pvl was noted following deployment of the second valve and the patient became more stable. The native annulus measured 29mm x 24mm by CT with a valve area of 564mm2. Moderate annular calcification, severe native leaflet calcification and severe aortic root calcification were reported. The coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good for both valves. Ventilation was held during valve deployment and there was no loss of pacing capture was reported.